Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was chipped out on lower left front corner of top case also cracked on right plunger case and bottom case. A review of the event history log (ehl) identified check clutch and check syringe plunger sensor. During the functional testing was unable to duplicate the check clutch error during multiple occlusion tests; the root cause was due to the customer manipulating the plunger head during infusion. Check plunger sensor was found at power up due to the flippers touching the ear clip when plunger assembly was pushed all the way in; the root cause was known and design related. Chipped out on lower left front corner of top case also cracked on right plunger case and bottom case were found at inspection; the root cause was due to being dropped or mishandled by the customer. Replaced lead screw and both clutch halves as preventative. Replaced left plunger case, top case, bottom case, and right plunger case.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had clutch issue, plunger sensor error, top case, and bottom case issue. No patient injury reported.